Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips would not advance. The clips are not always delivered and when they are, they do not close well. Another like device was used to complete the procedure. There were no adverse consequences for the patient.